Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left-side deflation." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the return device identified opening assessed as an unidentified (tear) opening (shell thickness whiting to spec) and observed crease flat on the device. Additional observations: yellow particles observed inside the device. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported "any creases."